Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed in the device¿s event log. The service technician recommended replacing the device¿s internal battery to address this issue. No repair was performed. The device is not needed for inventory and was scrapped per the customer's request. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was the service engineer observed a circuit was observed in the device's event log. The service technician recommended replacing the device¿s blower to address this issue. The service technician confirmed there was no visible foam particles found on this device.